Event description:
One touch ultra meter had missing segments on the display. This issue was not resolved with troubleshooting. Patient had noticed that something was wrong with the meter a few months back. Had noticed a decimal point in the readings. The meter was in the wrong unit of measurement. Due to this, the patient had stopped using this meter for a few months and had started using an accucheck meter. It was during this time that they were taken to the hospital due to dehydration. The patient wanted to start using the one touch ultra meter again when noticed the missing segments on the display. This case is reported as a meter malfunction since the missing segments issue was not resolved.